Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as identifier, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The alarm was displaying "circuit occlusion" and "circuit disconnected" while on a patient. The patient was manually ventilated, and an extended self test (est) pre-use check was performed, the est did not resolve the reported issue. The ventilator was removed from service and the patient was placed on another ventilator. The customer reported no patient harm/injury.